Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that a cartridge alarm. A manual insulin injection was administered to address bg level. Customer¿s blood glucose level was approximately 600 mg/dl. Customer re-loaded the original cartridge to resolve the issue.